Event description:
This report pertains to one of two dreamtome rx 49 used in the same patient and procedure. It was reported to boston scientific corporation that a dreamtome rx 49 was attempted to be used during a sphincterotomy procedure performed on (B)(6) 2025. During the procedure, the cutting wire broke into two. The same problem occurred with the second dreamtome rx 49. The procedure was completed with a third medical device from a different reference. No further information has been obtained despite good faith efforts. There were no patient complications reported as a result of this event.

Manufacturer narrative:
H6: imdrf device code a0401 captures the reportable event of cutting wire break.

Event description:
Note: this report pertains to one of two dreamtome rx 49 used in the same patient and procedure. It was reported to boston scientific corporation that a dreamtome rx 49 was attempted to be used during a sphincterotomy procedure performed on (B)(6) 2025. During the procedure, the cutting wire broke into two. The same problem occurred with the second dreamtome rx 49. The procedure was completed with a third medical device from a different reference. No further information has been obtained despite good faith efforts. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of cutting wire break. Block h11: investigation results. The returned dreamtome rx 49 was analyzed, and a visual inspection found that the cutting wire was blackened, kinked and broken at 10 mm from the proximal pierce hole. The device returned without a guidewire. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of cutting wire break was confirmed. The results of the analysis performed on the returned device found that the cutting wire was kinked and broken at 10 mm from the proximal pierce hole. It is most likely that procedural or anatomical factors encountered during the use of the device could have affected the device performance and its integrity. The break in the cutting wire could have been generated if there was contact between the device and the scope during energization or if the device exceeded the maximum of voltage during procedure. Also, energizing the device prior to performing sphincterotomy can compromise the cutting wires integrity, causing premature cutting wire fatigue. Once the cutting wire breaks, any attempt to remove the device from the scope can bend the cutting wire as observed in the product analysis. The investigation findings and all information available concludes the most probable root cause is an adverse event related to procedure. A labeling review was performed, and from the information available, this device was used per the instructions for use (IFU)/product label.